Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the unit had no audio.¿ the unit was triaged and the reported condition was confirmed. The pump did not tone upon startup. Inspection found the buzzer was not connected to the pcba. When the buzzer was connected the audio functioned properly. The buzzer settings were cycled, the audio properly varied in volume at each setting. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.